Event description:
It was reported that the right atrial (ra) lead was exhibiting high thresholds and undersensing. The patient also complained of muscle and nerve stimulation beginning in the days after implant. The lead was reprogrammed. An x-ray of the lead was to be taken to determine how to proceed with the lead and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Atrial capture management shows threshold rising from 0.5 volts on (B)(6) 2015 to 2.5 volts on (B)(6) 2015. (B)(4).